Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21408. It was reported the patient received ineffective and intermittent left side stimulation and does not feel any stimulation on the right side. Per the patient, she was informed that her scs leads were broken and she wants to undergo a revision procedure to address the issue. However, x-rays did not reveal any anomalies. Follow-up identified the patient's leads were explanted and replaced which resolved the issue. There were no visible anomalies observed on the leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.